Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received in two (2) pieces with the lower jaw separated from the shaft of the device. This type of failure is typically observed when the device has been mishandled on the lower jaw on a hard surface, therefore causing the jaw to crack. When the user further mishandled the jaw, it caused it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the expressew iii without hook got caught on the cannula while trying to be inserted into the patient's shoulder. The surgeon thought he heard a small pop as this happened. After inspection, it was noted that the bottom jaw looked cracked. The scrub tech tried to wiggle the bottom jaw, which caused the jaw to break off. The device was replaced with a readily available replacement without patient harm or delay. This report is for a expressew iii without hook. This is report 1 of 1 for (B)(4).